Event description:
It was reported to philips that the device gave an ECG error message. There was no patient involvement.

Manufacturer narrative:
Remote support was provided, finding the device had an ECG error. The lead set was checked, unplugged, and plugged back in. The operation test was run again and the device passed all tests, including the self test. The xl+ device was returned back to service at the customer site. The device and lead set will not be returned to philips for additional investigation as they remain in use and functioning at the customer site.